Manufacturer narrative:
The reported event that the tip of the small pointer was broken was confirmed by the service technician. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility the tip of the small pointer was broken. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or patient involvement.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility, the tip of the small pointer was broken. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or patient involvement.